Manufacturer narrative:
Device evaluation: besides the leading device 279 - unipolar high frequency cord, 300 cm, also a 27040d - working element (lot zt02) and a 011114-10 - electrode, unipolar, angled (lot wn06 ) have been provided for investigation. However, during the investigation it was determined that the cable is causative for the failure described by the customer. The investigation revealed the following: during the investigation, the cable 279 was found burned on the plug on the instrument site. The most probable root cause is wear and tear of the cable plug on the instrument site. The IFU states a usage of 50 cycles. Due to the age of the cable (production date august 2012) it could be assumed that the cable was used more than 50 times and therefore the connectors are worn by wear. Because of the massive defect of the connectors, the material could not be investigated of its wear conditions. The working element 27040d shows signs of burns and soot which is a consequence from the burns caused by the cable/loop. The loop 011114-10 itself was affected by the worn contacts of the cable. The above-conducted investigations did not reveal a root cause related to the labeling, the device, or its history. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on february 10,2025. The investigation is not completed yet. The investigation results are pending. Additional information added in section d10: concomitant medical products 27040d - working element, lot zt02 011114-10 - electrode, unipolar, angled, lot wn06 the event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the unipolar hf cord was burned during the case. Surgery was delayed because the cable had to be replaced. No negative impact in state of health reported.